Event description:
Information was received from the manufacturer representative (rep) regarding a implantable neurostimulator (ins). It was reported that during a procedure, the ins read high impedance's greater than 20,000 on contacts 9, 10,11,12,13 and 14 when checking impedance's before closing. The leads were removed, wiped down and reinserted 3 times with same impedance's measure each time. They used the mltc to measure the impedance's and all were within normal limits. A new ins was opened and all impedance's were within normal limits. The issue was resolved at the time of the report. The patient status at the time was alive ¿ no injury.

Manufacturer narrative:
Analysis of implantable neurostimulator found no anomaly. All functional tests pass including impedance in saline test. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.